Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint on (B)(4) 2011; however, device evaluation has not been completed. Once lifescan obtains additional information, a supplemental report will be submitted.

Event description:
The reporter contacted lifescan (B)(4) alleging that a test strip could not be inserted into the subject meter's test strip port. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.